Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 13558432.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief.